Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received fully applied. Visual inspection of the instrument revealed no abnormalities. Functionally, the empty cartridge precludes firing evaluation; however, the interlock was engaged and properly prevented the jaw from approximating. The instrument was disassembled to reveal damage to the ratchet system. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur if the user attempts to either pull apart the handles prior to completing the handle compression or attempting to squeeze the handles prior to fully releasing the handles after completing a handle compression, causing malformed clips. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a parathyroidectomy procedure for thyroid cancer, the clips did not close properly. Hence, there was deformation of the clips. Deformed clips was removed and completed the case. There was no patient injury.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a parathyroidectomy procedure, the clips did not close properly, hence there was deformation of the clips. Extension of the incision by more than 1 inch was done. There was a delay of 10 minutes surgical time. They removed the deformed clips and continue with the procedure.